Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 error was water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation of error code 315 was confirmed. During the inspection, the error code was due to moisture found in the connector part of the distal end and was due to user handling. Additionally, the following events were also identified and are as follows: (a.) The electrical safety check grounding test failed, (b.) The bending section cover or distal end rubber glue separated at the insertion section, (c.) The insertion tube and protector had a dent, (d.) The control unit had corrosion and had mount corrosion, (e.) The scope connector had several failurs and was list as corroded, the circuit board malfunctioned, the cable connection failed, the plug unit connection failed, the light guide connector was humid and failed, the light guide rod lens was humid was failed, (f.) And the image inspection insertion part charged cable device unit was broken.the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera iii bronchovideoscope to olympus for inspection and evaluation with the customer concern of device experiencing a e315 code. It is unknown when the customer identified the issue. There is no known customer or user harm associated with the event.